Event description:
It was reported that an animal study was being conducted and the pump was implanted in the animal, and 11 days post implant it was noticed that the pump was alarming. The pump showed a pending alarm and motor stall occurred on (B)(6) 2011, a tube set message on (B)(6) 2011, and motor stall recovery occurred on (B)(6) 2011. The stalls occurred prior to implant. The pump had delivered accurately over the last 11 days.

Manufacturer narrative:
(B)(4).